Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.